Manufacturer narrative:
Investigation summary: delivery issue: the root cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy along with calcified and tortuous vessels preventing successful delivery of impella. Access site bleeding: the root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. Device history review: device sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was being implanted with an impella cp for mechanical circulatory support. It was reported that the impella sheath was unable to be advanced during implantation. Both the short and long sheaths were attempted and were unsuccessful. Shockwave intravascular lithotripsy utilizing shockwave to the left femoral artery was also unsuccessful. The impella sheath would not advance. The impella cp implant was aborted. However, upon explant, the perclose device failed to achieve hemostasis at the impella access site. The patient was then brought to the operating room for left femoral artery surgical closure.

Manufacturer narrative:
A.5 and a.6 are unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.